Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one of the instrument blades had a chip at the very tip with material missing. Failure analysis concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the chipped blade with missing material, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the failure mode were to recur. \

Event description:
It was reported that prior to starting a da vinci surgical procedure, a burr was found on the tip of the monopolar curved scissors instrument. The instrument was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.